Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their infusion set. The customer states they had changed the tubing incorrectly. The customer's blood glucose level was 568mg/dl. The customer treated with manual injection. The customer states the site had leak. The customer was assisted with proper site change.